Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when at two-thirds deployment, the valve moved from the targeted location. An attempt was made to implant a second transcatheter bioprosthetic valve, however, prior to deployment of the second valve, angiographic imaging indicated that the first valve had been implanted above the sinus of valsalva (sov) at the sino-tubular juncture (stj). The second valve was removed from the patient, in order to snare the first valve into the ascending aorta. A second transcatheter bioprosthetic valve was then successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).